Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that sz 5 rp topper and shim fractured when inserting trials.

Manufacturer narrative:
The medwatch submission should be disregarded as it was reported in error. Upon evaluation of the returned device by the analyst, the trial is cracked. No breakage/material is missing. Therefore, no patient death, serious injury or evidence of a previously reportable product malfunction. The product is still reportedly intact; no pieces were broken off, no serious injury likely. If this malfunction were to reoccur, serious injury is unlikely, as no fragments were broken off.